Event description:
It was reported that the patient experienced heart rate in "the 30bpm range". The implantable pulse generator (ipg) was pacing below the programmed rate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.